Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and the pelvisoft acellular collagen biomesh, coloplast aris, and mesh were implanted (although medical records indicate that mesh was implanted on (B)(6) 2010). It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and tvt was implanted concurrently with urethrolysis, anterior & posterior colporrhaphy with dermal graft, enterocele repair and cystoscopy. It was reported that following insertion the patient experienced chronic cystitis and urethral stricture.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.